Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to a product performance issue. More specifically, the lead displayed high thresholds at almost maximum output. The lead was retained by the hospital, and therefore will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted the lead was returned severed in two segments approximately 39 cm from the terminal pin. The coils were stretched and the inner coils were missing in the distal segment. Resistance testing was performed to assess the lead's electrical performance. Measurements from this test were not within normal limits. Detailed analysis revealed the outer coils were slightly compressed and all three filars were fractured approximately 44-45 cm from the terminal pin. It was noted, due to the stretched lead, the original location of the fracture may have been further distally, possibly in the clavicle/first rib region.

Event description:
Additional information was received that this left ventricular (lv) lead was returned.